Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Correcting UDI# from (B)(4) to unknown. This is a follow up report for this corrected information. Device received for this event is being corrected from cover screw 3.5/4.0 - 1 mm catalog # 24329 to competitor unknown product implants catalog # competitor unknown product implants. This is a follow up report for this corrected information.